Event description:
Related manufacturer report number: 3006705815-2022-13602. It was reported that the patient was experiencing ineffective stimulation. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads was explanted and replaced on (B)(6)2022 resolving the issue.